Event description:
Patient presented with signs of an infection of the device pocket. These include redness, swelling, drainage, and pain . Culture obtained-unk. Hcp reported patient did not have meningitis. The patient was treated with oral antibiotics and total device system explant but not returned to the manufacturer for analysis. Hcp reported patient's infection is now resolved. Patient was reimplanted 2004.